Event description:
It was reported that during a lap removal of anterior uterine fibroid procedure, there was a continuous tone and instrument error during use. Blade came in brief contact with grasper a few minutes earlier. There was no patient consequence.